Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal compounded baclofen 500 mcg/ml (dose 199.84 mg/day), fentanyl 7 mg/ml (dose 2.7977 mg/day), and clonidine 850 mcg/ml (dose 339.72 mcg/day) in an implanted pump for non-malignant pain. The start date of the drugs was (B)(6) 2015 and therapy was ongoing. Other medications the patient was taking at the time of the event included: venlafaxine 150, xarelto 20, aspirin 81, diltiazem 120, metformin 1000, reglan 10 q 6, oxybutynin 5, nitroglycerin, premarin 0.625. Past medical history included: chronic pain with pump, atrial fibrillation, depression, diabetes, atherosclerosis of aorta, lumbar djd, coronary artery disease, MDR escherichia coli, and chronic pain. The patient had no history of alcohol or tobacco use. The patient was hospitalized on (B)(6) 2016 for confusion, speech difficulties, and urinary tract infection (uti) and required a head scan. There was no problem with the device or therapy suspected. The hospitalization was considered unrelated to the pump. The head CT scan performed on (B)(6) 2016 and (B)(6) 2016 were negative. There was no device or therapy issue confirmed. The hospital notes indicated the (B)(6) old was brought in by her daughter for increasing confusion and speech diffi culties over the last week. The patient had not had any weakness or tingling or problems with ambulation as she was wheelchair bound. The patient denied any fevers, chills, abdominal complaints, or cough. Review of systems otherwise negative; however laboratory data indicated urinary analysis (ua) 20-50 wbc's, hemoglobin 11.4, and hematocrit 35.5. The patient had problems with speech and was not making any sense. The patient also had altered mental status, likely multifactorial and had a history of multidrug-resistant e. Coli, also chronic pain meds. It was noted they would hold breakthrough pain meds, her norco. The plan was for a MRI, treat urinary tract infection, and hydrate. If additional information is received, a follow-up report will be sent.